Manufacturer narrative:
Co rep evaluated the system and found the customer had unplugged to the interrupted power supply. Corrections included reconnecting the system's uninterrupted power supply to the power outlet. Communication was reestablished. System was calibrated and safety tested to factory specifications.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.